Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that insulin pump alarmed hardware low level failures. The customer¿s blood glucose was 115 mg/dl. The troubleshooting was performed. Customer reported that they were able to clear and rewind the insulin pump. It was reported that displacement test was passed and self test was failed. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No pump error 53 noted during testing, however pump error 53 found in the device history due to software error.